Event description:
The customer reported that the ventilator alarmed that the alarm led failed. The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator. There was no patient harm. An authorized service provider (asp) confirmed the ventilator alarmed the alarm led failed as well as confirmed the error in the log. The asp replaced the power switch overlay, user interface (ui) pcba, and the ui pcba to power management (pm pcba) cable. Testing passed and the ventilator was determined ready for use.

Manufacturer narrative:
The user interface (ui) pcba, and the ui pcba to power management (pm) pcba cable were received for failure investigation. The customer complaint was not verified. There was no fault found. The returned parts passed all testing. The power switch overlay will not be requested for return and will be scrapped when found defective. When overlays are peeled from the front bezel surface, due to the adhesive backing, they are peeled from one end to the other, causing the flex overlay to bend during the delamination process. This flexion of the body creates stresses concentrated around the inflexible portions of the circuit, and may exacerbate existing damage, or create new damage not present in the original failure. Since the overlay removal is performed remotely outside of the investigative environment, in-house failure analysis technicians are unable to discern actual failure damage from that of the damage induced in the removal of the overlay. Noting that the primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led.